Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090587

Event description:
It was reported patient's lead had high impedances preventing the ipg from entering MRI mode. Investigation was unable to identify which lead attributed to the issue. Additionally, patient experienced severe discomfort around the ipg site. As a result, patient underwent surgical intervention wherein the lead and ipg were explanted and replaced to address the issue. Therapy was restored post-op.